Event description:
It was reported to philips that the heartstart xl+ defibrillator beeps, and a red cross with a "defibrillation disabled" error message is displayed. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by the philips bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+ defibrillator, indicating that the device beeps with a red cross and defibrillation disabled error message. The brt determined that the device did not pass the functional test due to a malfunction of the therapy capacitor. However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was (B)(6) 2017. The end of life (eol) is scheduled globally to end (B)(6) 2022, where the end of support (eos) period will then begin. The device was returned to the customer, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective therapy capacitor. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and replacement parts are no longer available for repair. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.